Event description:
It was reported that during an endovascular coil embolization procedure in a patient with internal carotid artery ica aneurysm, after inserting the subject col, the operator couldn't detach it. So withdrew the subject coil out and found subject coil delivery wire was broken. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Section b1 product problem - corrected - no product problem. Section h1 type of reportable event - corrected - no malfunction. H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the coil proximal contact was noted to be broken/fractured. The coil introducer sheath was found to be intact. The main coil was found to be intact. Main coil failed/unable to detach functional test was unable to perform due to damage. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported main coil failed/unable to detach was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. The device was analyzed and the main coil was seen to be intact. It was noted in the event description that when the coil failed to detach, it was withdrawn and found that the delivery wire was broken. During analysis it was noted that only the coil proximal contact was broken/fractured therefore it is probable that the condition of the device caused the failure to detach. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'main coil failed/unable to detach' as these defects appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use. An assignable cause of not confirmed will be assigned to the as reported 'coil delivery wire broken/fractured during use' as the event was not confirmed during the analysis only the coil proximal wire was broken/fractured. An assignable cause of handling damage will be assigned to the as analyzed 'coil proximal contact broken/fractured' as the issue is due to handling of the product or portion of the product during the clinical procedure. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular coil embolization procedure in a patient with internal carotid artery ica aneurysm, after inserting the subject col, the operator couldn't detach it. So withdrew the subject coil out and found subject coil delivery wire was broken. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.